Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the jaws of the device were misaligned; therefore the clips could not be formed properly. The procedure was finished with a competitor's clip applier without any problems. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: the er320 device was returned for analysis and upon inspection the jaws were found to be yielded and bent. In addition, the top shroud was noted to be cracked at the tip. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing, the device ejected one clip due to the condition of the jaws; no further testing could be performed due to the returned condition of the instrument. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.